Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the insufflator exhibited led (light emitting diode) elements failure and broken co2 supply port. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the lighting failure was caused by the faulty front panel light-emitting diode and the connector could not be connected because it was deformed. However, a root cause could not be identified. The event can be prevented by following the instructions for use: 3.3 connecting a co2 gas cylinder" describes that the cylinder hose should be connected with a force of 24.5 n m (2.5 kgf m). Olympus will continue to monitor field performance for this device.